Event description:
It was reported that elevated capture thresholds were observed on the right ventricular (rv) lead, leading to increased battery drain. The rv lead was capped (B)(6)2023 and replaced. The patient was stable.